Manufacturer narrative:
Continued e.1. Phone number: (B)(6). Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture; "silicone perspiration."

Event description:
Healthcare professional reported right side "extracapsular rupture - silicone perspiration" and capsular contracture baker grade I. Device has been explanted.